Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. During inspection and testing of the returned unit, olympus was not able to duplicate the issue reported by the customer. No fault was found with the device. The output powers were found to be stable and within the standard specifications. Burn in testing was performed for 2 hours and no issue was observed. Review of the data log revealed error code 400 ref 26 showed 9 times in the log. This error showed if a turis electrode is attached and activated without a saline solution being present or there is an electrode connection fault. The unit was found with old software version and needs to be upgraded and multiple scratches were found on the housing unit, however, the unit can be used as is. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during an unspecified procedure the device was found with output issue. The device cut output drops intermittently during use. The intended procedure however was completed using the same subject device with no harm or impact to the patient. There was no user injury reported.